Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient stated no alarms were sounded when the controller was found without power. The driveline was connected to the patient at the time, and the patient was complaining of chest pain. Two fully charged 14 volt batteries were reattached to the patient and the pump restarted. Log files were sent in for review and captured invalid controller clock alarms throughout the event history. Technical services stated that this combined with the controller being without power indicated that the controller backup battery was depleted, causing the controller and pump to shut off. It was also noted that it was unclear what lead to the event or how long the pump was off for, as the event data did not go back far enough due to the clock alarms. Either the controller was disconnected from external power, or it was connected to batteries that drained completely. Additional information was received on 30nov2023 stating that the patient was discharged home in stable condition. The patient's modular cable and system controller were exchanged. It was noted that the controller with the issue passed the self-test multiple times.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient¿s batteries becoming depleted resulting in a pump stop was confirmed via the provided log files. The provided periodic log file was reviewed, recording events at approximately 1 hour intervals. The patient was observed to be connected to batteries with a low charge on 19nov2023. Within the events recorded 2 and 3 hours later, the charge in both batteries was observed to be depleted, and a no external power alarm was active at these times. The backup battery was operating the system at these times. The clock was observed to have been reset in the next recorded event to the system¿s default timestamp of 01jan2000, indicating that the backup battery had depleted and that the pump had stopped; the controller would also shut down at this time. Due to the nature of the periodic data, the pump stop was unable to be observed within the data. The event log file begins on 01jan2000 at 8:37; since the clock resets to a default timestamp of 01jan2000 at 00:00, this indicates the event data begins approximately 8 hours after the clock had reset. The pump maintained speeds above the low speed limit throughout the event data, and the clock was observed to have been resynced on 20nov2023. The system controller (serial number (B)(6)) was not returned for analysis. Per the reported event, two fully charged 14-volt batteries were reconnected to the patient, restarting their pump. Per additional information, the patient was stated to be stable and was discharged home; it was also clarified that the controller sounded alarms properly. Due to the observed full battery depletion within the log files, the controller would not have been alarming when the patient was found without power, as the controller cannot alarm when it is shut down. The controller was also exchanged at the clinic as part of the patient¿s interventions. It's unknown why the patient did not respond to controller alarms leading up the system¿s clock reset and pump stop. There were no device issues identified during evaluation of the log files and the reported event cannot be correlated to a device related issue. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D) instructs users to always connect to wall power when falling asleep or when the chance of sleep is possible. Users are warned that they may not hear low power alarms while asleep as battery power depletes which could result in the pump stopping. The heartmate 3 patient handbook (rev. D, section 2 ¿how your heart pump works¿) instructs users that backup battery power should only be used when in a power loss emergency. Inappropriate use of the backup battery¿s power may result in diminished run time during a power loss emergency. This section also instructs users that two new fully charged 14-volt batteries are expected to operate the system for approximately 17 hours, depending on your activity level. The heartmate 3 patient handbook (rev. D, section 3 ¿powering the system¿) instructs users on how to check the charge of their batteries via its fuel gauge button. Users are instructed to always check the battery¿s charge before putting it into use and to always use fully charged batteries. Heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including the low voltage and no external power alarms. Users are instructed to reconnect their power cables to either wall power or fully charged batteries to resolve the alarms. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.